Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels in the 200smg/dl for the past 2 weeks. Elevated bgs were treated by administering a correction. The customer is also working closely with their healthcare provider, and they are making adjustments to pump settings.